Manufacturer narrative:
On 5/27/2020, the bwi product analysis lab received the complaint device for evaluation. Initial visual analysis observed there was no visual damage or anomalies. Although the initial visual analysis indicates that there are no visual damages, the file remains as MDR-reportable for the customer's reported issue. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that during the procedure while going transseptal, it was noticed that the tip of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was split and could not be advanced into the left atrium. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was removed without difficulty from the patient¿s body and was confirmed to be split. The damage did not result in internal wires exposed and no resistance removing the catheter. The sheath was replaced, and the issue resolved. No patient consequences were reported. An inspected of the device on 6/17/2020 found stress marks and mechanical damage on the surface of irrigation hole. Based on these finding, there is a strong possibility that the guidewire was misaligned and went through the irrigation hole which represents an opportunity for perforation; thus this complaint remains as MDR-reportable. Device evaluation: the device evaluation has been completed. The device was inspected, and it were observed with stress marks and mechanical damage on the surface of the irrigation hole. It could be caused by excessive force and handling being applied to the device, however, none of those can be conclusively determined. Additionally, the customer provided photos to aid in the investigation. According to pictures provided by customer, tip was observed split. Evaluation of the pictures alone, the customer complaint was confirmed. A manufacturing record evaluation was performed for the finished device 00001239 number, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. The root cause of the damage on the surface from irrigation hole cannot be related to the manufacture process since there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
Device evaluation details: pictures of the damage were provided by the customer. According to pictures the tip was observed split. A manufacturing record evaluation was performed for the finished device 00001239 number, and no non-conformances related to the reported complaint condition were identified. From the picture analysis alone, the customer's complaint was confirmed. However, the device has not been returned for analysis. Therefore, it is s not possible to determine the root cause of the failure. If the device is received in the future, the product analysis will be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a broken tip issue occurred. It was reported that during the procedure while going transseptal, it was noticed that the tip of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was split and could not be advanced into the left atrium. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was removed without difficulty from the patient¿s body and was confirmed to be split. The damage did not result in internal wires exposed and no resistance removing the catheter. The catheter was not pre-shaped. The sheath was replaced, and the issue resolved. The case continued without further issues. No patient consequences were reported.